Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission noted a ventricular sense test that revealed post-paced t-wave oversensing. Programming changes were recommended and were made. Patient is in good condition.